Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD), implanted july 6, 2005, currently has a monitoring voltage of 2.69v. There is concern that the device is depleting early. No adverse patient effects have been reported.